Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2024, it was reported by an arthrex employee via sems-(B)(4) that an ar-9811 apollorf mp90 tip of the electrode was chipped during use. The case was completed with another ar-9811 apollorf mp90. This was discovered during use on (B)(6) 2024, with no reported patient harm. Additional information was received on 6/13/2024: this was discovered during a arcr procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9811 apollo lot number: 68441349 was received for investigation. Visual evaluation noted that the tip of the device was damaged, the ceramic face was broken and the electrode had signs of wear and use. Slight scorch marks were further noted on the tip of the device. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to user error caused by prying/leveraging of the device against bone/bony tissue. The most likely cause for the observed scorch marks can be attributed to misuse due to the use of the device for extended periods, and/or excessive activation time of the device causing it to overheat. Per dfu-0242-7 at revision 0. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures.